Event description:
While pt. Was 1 hr into tx. The head of a dialyzer was noted to be leaking blood, with minimal blood loss. The blood in lines was returned to the pt. A new dialyzer and new lines set up and the pt. Restarted on dialysis. The malfunctioned kidney was sent back to reprocessing for disposal. The faulty kidney was sent to the dialysis center, which reportedly sent the kidney back to the manufacturer.